Event description:
Boston scientific crm received information that this internal cardioverter defibrillator delivered inappropriate anti-tachycardia pacing (atp) and shocks for atrial fibrillation. The device had been programmed with 3 zones. The vt-1 zone was monitor only where the episodes were declared. The episodes accelerated to the vt zone. No discriminators were left and the treat decision was based upon rate only. The device was reprogrammed to 2 zones and the vt zone was lowered from 150 to 140bpm. The obde feature was programmed off and rhythm ID was programmed on. No adverse patient effects were reported.

Manufacturer narrative:
The device was reprogrammed and remains implanted. Should additional information become available an amended report will be submitted.